Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial # (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who received unknown baclofen (2000.0mcg/ml, 600.1mcg/day) in an implantable pump for intractable spasticity and familial spastic paraparesis. The patient experienced sudden symptoms of withdrawal; severe itching, twitching, and being uncomfortable. Pump interrogation indicated multiple motor stall/recoveries occurred on (B)(6) 2016. The pump was currently stalled since 04:00 hours on (B)(6) 2016. The patient heard the alarm on (B)(6) 2016 and went to the emergency room (ER). In the e.r., the patient was given oral medication and sent home. The patient notified their hcp on (B)(6) 2016. The patient had no recent mris. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The pump was replaced on (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury. The issue was considered resolved as of (B)(6) 2016. It was noted the surgeon did not prime the catheter and left it for the managing hcp to take care of on (B)(6) 2016.

Manufacturer narrative:
Conclusion code fdc was updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via cioms on behalf of saol pharmaceuticals. It was noted that as per a physician, the patient had received intrathecal baclofen for many years. The patient previously received baclofen with concentration 2000 mcg/ml at a dose rate of 600.1 mcg/day and also 661 mcg/day; the latest dose was 660 mcg/day. Drug therapy dates regarding intrathecal baclofen were not reported. The pump was noted to have been replaced on (B)(6) 2016 (previously reported as having been replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.